Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that two resolution 360 ultra clips were used during colonoscopy procedure performed on (B)(6) 2024. During the procedure, they attempted to deploy a boston scientific clip, but it would not release from the end, requiring significant effort to wiggle and squeeze the handle. A third was deployed, but it could not be detached from the wire despite troubleshooting. When they tried to remove the wire from the scope, the clip came with it and got stuck in the scope's lumen. The procedure was completed with non - bsc device. There were no patient complications reported as a result of this event.